Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that tube had low draw with a bd vacutainer® lithium heparin (lh) 95 usp units blood collection tubes. The following information was provided by the initial reporter, translated from (B)(6) to english: it was reported that a tube didn't draw enough volume of blood.

Manufacturer narrative:
H.6. Investigation: bd received 1 sample from the customer for investigation. The sample was evaluated through draw testing and the indicated failure mode for underfill with the incident lot was not observed. Additionally, 10 retention samples from bd inventory were evaluated through draw testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. Bd initiated further root cause investigation relating to the issue of draw volume through a corrective and preventive action (CAPA#260774).

Event description:
It was reported that tube had low draw with a bd vacutainer® lithium heparinn (lh) 95 usp units blood collection tubes. The following information was provided by the initial reporter, translated from japanese to english: it was reported that a tube didn't draw enough volume of blood.